Event description:
It was reported that the subject device had a piece stuck inside the water port and it could not be hooked up during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material inside the auxiliary water channel. A root cause could not be identified. Based on the results of the investigation, the most probable cause of piece stuck inside the water port, and it could not be hooked up during reprocessing due to cause traced to component failure. Additionally foreign material inside the auxiliary water channel cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.